Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized with diabetes ketoacidosis and high blood glucose. Customer also reported a button error alarm. The customer's blood glucose was 380mg/dl. The customer has been given manual injections. The customer was advised the pump will be replaced and revert to back up plan.